Event description:
It was reported that "we connect our high-pressure contrast medium syringe to the extension line in order to apply the contrast medium to the CT. Over the last few weeks, there have been an increasing number of problems with the extensions. Either the extension line and the vcs have been blowing off, i.e. Disconnecting, or dents have formed (see photos), or the contrast medium has leaked. This meant that the examination could only be used to a limited extent or not at all, which resulted in double examinations and the patients were therefore exposed to higher radiation levels. Short description there was a real disconnect, i.e. Disconnection, between the extension and the vvk, when did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: in response to the event reported by your facility, a device history record (DHR) review was conducted for the affected lot numbers. Our records indicate that this is the only reported instance of this issue within the production batch. In accordance with the applicable sampling plan for product performance, the lot was accepted and released without any defects identified during final assembly or visual inspection. Additionally, both physical samples and photographic evidence were provided to support the investigation. Visual analysis of the submitted images confirmed a rupture of the extension tubing in proximity to the fitting component. While the presence of burst tubing and associated leakage was evident, the images did not provide sufficient detail to substantiate the reported disconnection. Based on the morphology and directionality of the observed damage, the engineering assessment concluded that the tubing rupture is consistent with exposure to excessive internal pressure during use. Evaluation of the returned physical samples did not reveal comparable damage, and all units were found to remain intact. Functional assessment of the returned devices further demonstrated that the units were able to securely and consistently connect to a syringe. Based on these findings, the reported connectivity issue could not be confirmed, and a definitive root cause could not be established. Complaints associated with this product and condition will continue to be tracked and trended. Relevant data will be captured in trend reports and routinely reviewed to identify any emerging patterns.